Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1380tc, full thread cannulated biocomposite interference screw, was received for investigation. Upon visual inspection, it was noted that the distal and proximal ends of the device were damaged. Additionally, the seventh thread had damage to it. The broken piece of the device was not returned for investigation. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery while inserting the screw the tip broke off inside the patient. All broken off pieces have been retrieved successfully from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an external implant. It was not necessary to switch the surgical technique or do a second surgery.